Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that the ipg will not communicate with external devices. Patient's spouse reported that patient has not used the device for ten years. Troubleshooting was attempted to no avail, surgical intervention may take place at a later date.

Event description:
Additional information received identified the patient will not undergo surgical intervention due to a diagnosis of cancer.